Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the electrode array had extruded through the skin on (B)(6), 2010 during surgery to "clean" the mastoid cavity. The device was inadvertently explanted, and the patient was reimplanted with a new device during the same surgery.